Manufacturer narrative:
Per data management system review, the user is not using the system. Difficulty with sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation. Sensor removal status will be provided in a supplemental report once the information becomes available.

Event description:
On (B)(6) 2026, senseonics was notified of an unsuccessful attempt to remove the user's sensor. The sensor could not be located, despite being palpable prior to the attempt. No localization methods were used, as the transmitter was expired and both ultrasound and magnet tools were unavailable or not utilized. The user was reported to be in stable condition following the attempt and is currently not using the system. At the time of reporting, no date had been set for a future removal attempt.